Manufacturer narrative:
H3, h6: part of the device, used in treatment, was received for evaluation. A visual inspection was performed on the product. No suture or anchors were returned. The depth indicator button was in the default position. The actuator tip was in the t1 position. A functional evaluation was conducted. The actuator tip would not retract to the t2 position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Factors that can contribute to the complaint event, include a defective compression spring or actuator push assembly. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, after t1 of the fast fix was implanted, t2 could not be deployed. T1 was left secured in patient. The needle was not bent. The procedure was successfully completed with non-significant delay using a back-up device. No other complications were reported.